Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material# 309657, batch# 2322066. It was reported by customer when writer was administering the vaccine, some vaccine leaked out of the connection hub between the syringe and needle. An unknown amount of vaccine was administered. A second dose of mmr-var was then administered successfully. Verbatim: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: northgate centre. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: writer prepared mmr-var vaccine using 3ml syringe with an attached 5/8" needle. When writer was administering the vaccine, some vaccine leaked out of the connection hub between the syringe and needle. An unknown amount of vaccine was administered. A second dose of mmr-var was then administered successfully. Impact of incident: patient needed to be poked an additional time due to administration of partial dose the first time. Device name/description: syringe luer lock tip 3ml / needle hypodermic safety 25ga x 5/8 in manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657. Serial or lot number: 2322066. Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: 308-309657 / 308-305901. Was the device retained? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# unknown batch# unknown. It was reported that the bd luer-lok leaked at the luer connection. The following information was provided by the initial reporter: "when writer was administering the vaccine, some vaccine leaked out of the connection hub between the syringe and needle. An unknown amount of vaccine was administered. A second dose of mmr-var was then administered successfully." Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Site name/location: (B)(6). Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: writer prepared mmr-var vaccine using 3ml syringe with an attached 5/8" needle. When writer was administering the vaccine, some vaccine leaked out of the connection hub between the syringe and needle. An unknown amount of vaccine was administered. A second dose of mmr-var was then administered successfully. Impact of incident: patient needed to be poked an additional time due to administration of partial dose the first time. Device name/description: syringe luer lock tip 3ml / needle hypodermic safety 25ga x 5/8 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No.